Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6), which was published on 10 september 2009. The title of this study is ¿the use of a retrograde fixed-angle intramedullary nail for tibiocalcaneal arthrodesis after severe loss of the talus¿ and is associated with the stryker t2 ankle arthrodesis nailing system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 2006 and 2007. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses pain. The study states: ¿one patient (patient 4) reported heel pain. At 1 year, only one patient still needed nsaids regularly for pain relief.¿.